Event description:
Patient was treated with a single use femwave applicator. Patient returned one day post mea with complaint of abdominal pain. Laparotomy revealed small bowel injury. Resection performed. No additional information is available at this time. Should additional information be obtained, a follow-up report will be filed.

Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. At this time, the treatment date and patient details are not known and therefore, the system records may not be analyzed. The applicator was disposed of by the user and thus could not be analyzed.